Event description:
Info received indicates the head hi/low function is drifting down over a few days.

Manufacturer narrative:
The tech found contaminants on the head hi/low valve which was causing it to stick. The tech cleaned the valve to repair the bed.